Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked under the door of a homechoice cycler. This event occurred during set-up while the lines were filling. The cassette was connected and the homechoice said okay. The cassette was changed with another one and the issue was resolved. There was no patient injury or medical intervention associated with this event. No additional information is available.